Event description:
During surgical procedure: affixus intertrochanteric nail placement for fractured hip, a small piece of the drill bit broke off during placement of anti-rotation screw at the same level of the nail opening for the drill bit. The piece was left in the surgical site as attempted retrieval would cause more damage to the patient than necessary.